Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the proximal tip of the left ventricular lead bent while trying to implant the lead. Physician elected not to use the lead and a new lead was implanted instead. The patient was stable throughout the procedure.